Event description:
Upon connecting the t-connector to IV catheter, it broke off upon twisting. T-connector was immediately disconnected from IV catheter, no harm to patient. Product bd maxguard pressure rated t-connector extension set (minibore). Lot #24079242.